Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: m728894b233, serial/lot #: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that after upgrading the system to operating system 2.0, the quickmark displayed "quickmark may not be able to support this amount of data." Technical services (ts) sent directions to generate a quick response (qr) code using the archive feature. The issue was marked as resolved. No patient was present. This was a known issue.